Manufacturer narrative:
The cobas pulse meter a's serial number is (B)(6). The cobas pulse meter b's serial number is (B)(6). The test strips and the meter were requested for investigation. The investigation is ongoing.

Event description:
We received an allegation of questionable glucose results for two patients tested with two cobas pulse meters (cobas pulse meter a and cobas pulse meter b) compared to an accuchek inform ii meter. Patient 1 on (B)(6) 2025: the cobas pulse meter a result at 12:10 was 24 mg/dl. The cobas pulse meter a result at 12:11 was 23 mg/dl. The accuchek inform ii meter result at 12:13 was 131 mg/dl. Patient 2 on (B)(6) 2025: the cobas pulse meter b result at 8:14 pm was 27 mg/dl with a data flag. The accuchek inform ii meter result at 8:20 pm was 49 mg/dl with a data flag. The accuchek inform ii meter results were deemed correct.

Manufacturer narrative:
Medwatch fields d9 and h3 updated. The cobas pulse instrument and test strips were received for investigation. The cobas pulse instrument was disassembled and inspected. The electronic compartment and upper and lower strip contacts had no defects or signs of contamination. The measuring unit showed slight signs of contamination due to an unknown residue of liquid on the printed circuit board of the advanced strip socket (ass). The test strips were received for investigation and were tested using a venous blood sample and cobas pulse reference instruments. The cobas pulse results were compared with those from the cobas 6000 analyzer that uses the hexokinase reference method. The investigation results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.